Event description:
It was reported that the patient had bulge in her back and the health care provider (hcp) informed her that her leads were coming out, which was causing the bulge. The patient was allergic to morphine but the hcp was giving the patient morphine. The patient had problems with shocking in past and that in the last two months the shocking as well as the bulge had been a problem. The caller alleged that the patient had psychological symptoms which might have been caused by the stimulator. The patient was in a mental institution in (B)(6) (due to suicidal thoughts and possibly hallucinations) and needed a physician to come assess her back/talk about resolving issue because, the patient was not allowed to leave. The patient had back surgery, both legs shattered, surgery on her hand and failing knees. The caller stated these as ancillary information and did not seem to relate it to the patient's device. Additional report will be filed if there is updated information.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).